Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient noticed leakage during wear and small bumps near the cannula insertion site while removing a pod on (B)(6) 2026. Duration of pod use was not reported. The patient confirmed that the cannula had been properly inserted and the adhesive was intact. Regarding the raised bumps, this issue had occurred 3 separate times since january. The small, raised bumps appeared to be ¿pocketing¿ insulin. The patient went to see their healthcare provider and was prescribed antibiotics. The patient did not take any of the medication since the bumps resolved on their own. No blood glucose readings were reported.